Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated she woke up with the pump rebooting. The reporter stated she does shower with pump and noticed moisture in battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: a review of the pump¿s history showed that multiple pump reboots and replace battery alarms. There was no corrosion observed in the battery compartment or on the battery cap. The battery cap and compartments threads were intact with no cracks observed. The battery cap was able to be fully tightened to the pump with no power loss observed. Battery cap height and width were within specifications. A leak test was performed and revealed a crack in the pump case. The pump was opened for evaluation and no corrosion or moisture was found in the pump. The power issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.